Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer's belt buckle pressed against the pump and the touch screen became shattered and unresponsive. In addition, the pump touchscreen became unreadable. Customer¿s blood glucose was 170 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.